Manufacturer narrative:
(B)(4). D10: item# 110031418; lot# 65592701. Item# 130613; lot# 724180. Item# 724180; lot# 466600. Item# 010000589; lot# 199970. Item# 110031402; lot# 65312106 item# 115395; lot# 65765949. Item# 180551; lot# 65766848. Item# 180551; lot# 65699982. Item# 180550; lot# 855740. Item# 180550; lot# 65754669. H6: proposed component code - mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. It was indicated that the implants were not the cause of the dislocation; however with the information provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a closed reduction procedure on an unknown date due to dislocation. Subsequently, the patient was revised approximately six (6) weeks post-implantation due to dislocation. Attempts have been made and no further information has been provided.